Event description:
The patient was implanted with this 25mm sjm trifecta valve. The patient presented with symptoms of aortic insufficiency. The valve was explanted and replaced with another manufacturer's device. During the explant procedure, the valve was observed to have a tear. Bacterial testing performed on the valve was reported to be negative. The patient is reported to be in good condition and has been discharged.